Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that they received the replacement battery. The customer confirmed that the new battery resolved the reported issue. Upon installing the new battery into their device, it would power on when prompted. After observing proper device operation the device was placed back into service for use. Neither the customer's device, nor its original battery were returned to physio-control for evaluation. The cause of the reported issue was a depleted battery.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would no longer power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that they did not have another battery to test in the device. The customer advised that a replacement battery was purchased, however, physio-control has been unable to confirm if the replacement battery resolved the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would no longer power on when prompted. There was no patient use associated with the reported event.